Event description:
It was reported that the subject device presented a communication error message, e216. It is unknown when the event was discovered during the unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation also identified cable flooding failure and a cut in the cable. The most probable cause of the reported event is the video function did not operate normally due to the cable flooding failure and the error message occurred. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image (warning) ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. 4.1 precautions (warning) ¿ be careful not to scratch the camera cable with a sharp-tipped instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.